Manufacturer narrative:
A device history record of the reported lot number shows evidence that the product was released according to all established procedures and qa documentation. One sample was received for evaluation. After a visual and counting examination was completed, it was confirmed that there were only 8 sponges. Normally a tray of 4 x 4 x-ray detectable sponges will have a count of 10 sponges and this complaint had 8 sponges. The reported condition is confirmed as a miscount. The returned product did not meet quality release specifications. A possible root cause of the shortage within the package could be that the bundles were checked after the scale was re-set for a new batch number or moisture adjustments were not compared to the respective control bundle weight. This causes inaccuracies with the sponge count in the new bundle. A quality alert was issued to address the customer complaints notification for miscounts to the operators in the vistec room. Sensors were checked to ensure they were functioning correctly for placement and scale resolution was confirmed to ensure no changes have been made to previous adjustments.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that a new container of x-ray detectable sponges was opened onto the sterile field and the count of content was only eight. The product was removed from the field.